Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of regv3226 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (regv3226) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported by the customer "today on a pediatric patient, a leak was noted during dressing change. At this time, the line remains in a femoral location, otherwise working appropriately." Additional information received 1/24/2023: it was reported by the customer "the PICC ((B)(6) 2022) is still in the patient's left femoral (we were unable to provide a replacement today), cut 18 cm, 45% occlusion. No harm has been reported. The site dressed with small gauze over the transition hub under tegaderm."